Manufacturer narrative:
The genomic dna sample was sent to grifols ih center for bi-directional sequencing. Sequencing interrogated jk gene exons 3 to 10 and the genotype jk*a(191a) homozygous was identified. The allele jk*b(191a) is a null allele reported by isbt, jk*02n.09, but this null mutation is not reported on a jk*a background. Since the genotype result is jk*a(191a) homozygous and the serology is jka-, the new null allele jk*a(191a) is confirmed. ID core xt reported a predicted jka+ phenotype, but jk*a (191a) null allele, not interrogated by ID core xt, is found associated with a jka- phenotype. This false positive result obtained by ID core xt is considered a discrepant result and then a malfunction. This limitation is covered by the general assay limitations described in the ID core xt package insert (limitations 1 and 10).

Event description:
The customer reported a possible discrepancy. The serological phenotype was jka- and the ID core xt genotype suggested a phenotype of jka+.